Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a robotic sleeve gastrectomy the metal bracket on the bottom of the reload that holds the sled was bent. As a result, some of the plastic drivers fell out and into the patient. They were found and retrieved. A second like device was tried and it had the same issues as the first reload but was not used. The procedure was completed with a third like device with no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch r5au88. Investigation summary: the analysis results showed that one gst60g reload was received unfired, with the pan partially detached from the left side. In addition 10 double drivers out of position and 1 single driver missing. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.